Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak discovered in association with a pd treatment. There was first an air detected in cassette warning that occurred in drain 2 of 3 (951ml of 1504ml). The fresenius technical support representative stated that patient confirmed connections were tight, patient line and drain line clamps were open and cones were broken, yet alarm reoccurred. The patient was advised by technical support to cancel treatment after being unable to clear message and to refer to pd nurse regarding incomplete treatment. In a follow up call, the patient explained that when the cassette was removed to reset up with new supplies, there was fluid leaking from a hole in the cassette. The patient said there was no harm or adverse event associated with the fluid leak. The cassette is available to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak discovered in association with a pd treatment. There was first an air detected in cassette warning that occurred in drain 2 of 3 (951ml of 1504ml). The fresenius technical support representative stated that patient confirmed connections were tight, patient line and drain line clamps were open and cones were broken, yet alarm reoccurred. The patient was advised by technical support to cancel treatment after being unable to clear message and to refer to pd nurse regarding incomplete treatment. In a follow up call, the patient explained that when the cassette was removed to reset up with new supplies, there was fluid leaking from a hole in the cassette. The patient said there was no harm or adverse event associated with the fluid leak. The cassette is available to return for analysis.